Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was 150-200 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.